Event description:
It was reported that cadd solis vip pump displayed an error message 46510. Unknown if patient involvement or injury occurred.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The labels were undamaged. The device?s downstream sensor seal was worn. The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The event history log (ehl) shows "error code 46510" alarm messages. Performed functional check. Visually inspected the pump. The reported issue was confirmed. Investigation found error code 46510 but the error code will be cleared since the mainboard works and does not need to be replaced. The root cause was undetermined.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Event history log was reviewed and the error was found multiple times. The customer stated problem was duplicated. Investigation found error code 46510 but the error code will be cleared since the mainboard works and does not need to be replaced. No device problem was found. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.